Manufacturer narrative:
One used hotline warming set-disp was returned for evaluation. Upon visual inspection, hairline cracks were observed on the upstream luer of the infusate fluid path. Upon functional testing, an attempt to prime the infusate line was done using an ICU medical provided syringe. A leak was observed originating from the crack on the infusate line luer. The complaint of leakage can be confirmed. The probable cause is due to unintended external forces on the luer. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. B3: date of event: since the exact event date was unknown in december, it was updated as first day of december.

Event description:
It was found during investigation of the returned device that a hairline crack and leak was found on the on the infusate line luer. There was patient involvement, but no patient harm. This report captures the first of two occurrences.